Event description:
Clinical narrative: an 82-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 03:45 am. Following insertion of the guidewire removal unit (gwru) in the cardiac catheterization laboratory, a small access site hematoma was noted at the femoral arteriotomy after peel-away sheath removal, which occurred outside the body. Hemostasis was achieved with manual pressure applied for approximately 30 minutes, with use of 4x4 gauze, and the hematoma subsequently resolved. The device was successfully weaned later that day and the patient survived. The event is consistent with a known procedural complication associated with large-bore femoral arterial access.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.

Manufacturer narrative:
Corrected information has been provided in d4. Hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B2 added selection and date of death. B5 additional information was received so the clinical narrative was updated. H1 revised selection due to new information received. H6 a new health effect - impact code was added due to new information that was received.

Event description:
Clinical narrative: an 82-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, was supported with an impella cp device implanted percutaneously via the right femoral artery on (B)(6) 2026 at 03:45 am. Following insertion of the guidewire removal unit (gwru) in the cardiac catheterization laboratory, a small access site hematoma was noted at the femoral arteriotomy after peel-away sheath removal, which occurred outside the body. Hemostasis was achieved with manual pressure applied for approximately 30 minutes, with use of 4x4 gauze, and the hematoma subsequently resolved. The device was successfully weaned later that day and the patient survived. The event is consistent with a known procedural complication associated with large-bore femoral arterial access. The patient withdrew care and subsequently expired on (B)(6) 2026 at 5:54pm. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.